Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had an issue caused by a bug due to missing indexes and the processing of a large number of index messages. A technical support specialist (tss) applied the knowledge article (ka) - med es server messages not processing - concurrent error. The tss stopped the bd pyxis external inbound processors service, applied the 1.8.x hotfix (10000454116-00), and restarted the service. After applying the hotfix, message processing resumed normally, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, station had a bug due to lack of indexes and processing large numbers of index messages. There were no adverse events or injuries reported based on this event.